Event description:
There was a leak from the valve of the flexcath steerable sheath. The sheath was replaced by another flexcath sheath and the procedure was completed without further issues. There was no patient injury.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The reported leak could not be reproduced. The visual inspection showed that the shaft was intact with no apparent issues. The insertion of a catheter through the flexcath steerable sheath did not show any leak or aspiration of air through the valve of the sheath. The hemostatic valve was leak tight. Although the reported issue could not be reproduced with flexcath steerable sheath 3fc12 serial # (B)(4), this is a known issue for this device. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.